Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h322 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot h322 for the reported issue shows no trends. Trends were reviewed for complaint categories, pto leak and alarm #57: return pump (#3) error. No trends were detected for each complaint category. The kit and smart card were returned for investigation. A review of the data recorded on the returned smart card verified the occurrence of two alarm #57: return pump (#3) errors during the treatment at 159 ml of whole blood processed. A visual inspection of the received kit showed no signs of a blood leak at the pump tubing organizer (pto) or blood filter location. The received pto and return pump tubing segment was pressure tested to check for leaks and no leaks were found. Further examination of the returned kit found no damage to the pto or the tubing. Inspection of the pto verified all tubing within the organizer was routed correctly. A device history record review did not identify any related non-conformance's and this kit lot had passed all lot release testing. The reported pto leak could not be verified or recreated based on the available information; therefore, no root cause could be determined. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 159 ml of whole blood was processed at the time the leak was observed. The customer noticed the leak from the blood filter area in the pto. The customer reported several alarm #57: return pump errors were received during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer stated the patient was stable and would begin a new ecp treatment. The customer has returned the complaint kit and smart card for investigation.